Manufacturer narrative:
The issue was confirmed via x-rays. As a result, the patient's lead was explanted and replaced. Effective therapy was restored. The results of the investigation are inconclusive as the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information received indicates the patient's lead was explanted and replaced. Effective therapy was restored.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced ineffective stimulation due to the lead being fractured. The issue was confirmed via x-rays. Surgical intervention may take place at a later date.